Manufacturer narrative:
Citation: diederik w. Dippel, md, phd; charles b. Majoie, md, phd; yvo b. Roos, md, phd; aad van der lugt, md, phd; robert j. Van oostenbrugge, md, phd; wim h. Van zwam, md, phd; hester f. Lingsma, msc, phd; peter j. Koudstaal, md, phd; kilian m. Treurniet, md; lucie a. Van den berg, md; debbie beumer, md; puck s. Fransen, md; olvert a. Berkhemer, md. Influence of device choice on the effect of intra-arterial treatment for acute ischemic stroke in mr clean(multicenter randomized clinical trial of endovascular treatment for acute ischemic stroke in the netherlands). Stroke. Published online september 6, 2016 this article reviewed influence of device choice on the effect of intra-arterial treatment for acute ischemic stroke in mr clean (multicenter randomized clinical trial of endovascular treatment for acute ischemic stroke in the netherlands), the choice of the type of thrombectomy device was left to the discretion of the interventionist. The aim of this study was to explore the differences in functional outcome, neurological recovery, reperfusion, extent of infarction, and adverse events according to stent type and make. The article concluded that there was no evidence for a differential effect of thrombectomy of acute ischemic stroke by stent. The study focused on the differences in functional outcome, neurological recovery, extent of infarction, and adverse events according to treatment type and modality within the framework of mr clean trial. The author concluded that within this randomized clinical trial of endovascular thrombectomy versus usual care for patients with acute ischemic stroke caused by proximal cranial occlusion, there was no evidence for a differential treatment effect by stent type or make. Between the most 2 most commonly used stents there was no statistically or clinically significant differences in effect on functional outcome, neurological recovery, recanalization, final infarct volume, or adverse events. There is limited information about the device and/or the patient, therefore all events were captured in this report. Attempts were made to obtain additional information. However, no additional information was provided. Should it become available a supplemental report will be submitted.

Event description:
Medtronic received information from literature review that some patients experienced complications after treatment with the solitaire device. Of 31 patients treated with the solitaire, 9.7% experienced symptomatic intracerebral hemorrhage; 3.2% experienced vessel perforation; 32.3% patients experienced vasospasm; 3.2% experienced new clot in a different territory; 16.1% died within 7 days of the procedure; 22.6% died within 1 month of the procedure; 22.6% died within 90 days of the procedure. Of the 500 patients included in the study, 233 were allocated for intervention. Of the 233, 31 (13%) were treated with the solitaire device. This trial was randomized trial of intra-arterial treatment vs. No intra-arterial treatment in patients with a proximal intracranial arterial occlusion in the anterior circulation. The median age of those treated with the solitaire device was 69.6 with 16 males and 15 females treated. Five had a previous history of stroke; 4 have diabetes mellitus ii; 11 have atrial fibrillation, 5 have had previous myocardial infarctions; 2 have pad; 15 are diagnosed with hypertension; and 13 are diagnosed with hypercholesterolemia. The median nihss was 18. Neuroimaging showed patients with aspects 0-4 was 1 (3.2%); aspects 5-7 was 7 (22.6%); aspects 8-10 was 23 (74.2). The location of the cta was ica-t (8 - 25.8%); m1 (20 - 64.5%); m2 (3 - 9.7%).